Manufacturer narrative:
New information added on fields: d8, e2, h3 and h6. Correction to the e2 of the initial medwatch, as non-healthcare professional was omitted. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was confirmed during the inspection, however, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited debris in the inner tube. There were no reports of patient involvement.